Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging headaches and trouble breathing, nasal and throat irritation, cough, nausea, lightheaded, dizzy. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headaches and trouble breathing, nasal and throat irritation, cough, nausea, lightheaded, dizzy that the device has a really bad odor, device also has a burn smell an issue related to a CPAP device's. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the internal investigation, the manufacturer observed dust contamination on the air inlet port. There were also signs of dust contaminate in the blower box and on the blower fan. There were signs of contamination on the under side of the air inlet port cover, contamination on port cover, blower box, blower fan, air inlet port the manufacturer found th evidence of sound abatement foam degradation/breakdown was not observed in this device. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied good power supply and power cord to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation. The manufacturer observed dust contamination in the device. Sections d8, d9, h2, h3, h6 has been updated in this report.